Event description:
According to information from the implant center and the patient's school, the patient experienced a head trauma in july 2002. The patient reportedly ceased wearing their external equipment to school. In 2002, the patient was seen at the implant center for device evaluation. At that time, external equipment was exchanged. However, no link was established between the equipment and the internal device. One week later, the patient was seen at the implant center for further troubleshooting and device evaluation. At that time, further testing confirmed that the device was no longer functioning.